Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was isolated to an internally shorted u612 inverting charge pump on the ca board, causing no output voltage. Upon investigation the monitor was unable to complete a baseline or detect and treat testing. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.